Event description:
This customer reported that the sync mode could not be used. There was no indication of pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the sync mode could not be used. There was no indication of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.